Manufacturer narrative:
Initial

Event description:
It was reported that the patient¿s ilet insulin pump was dropped from a pocket, resulting in a cracked screen and the need for a replacement device. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or activities of daily living. Investigation included a review of the device history and complaint details, confirmation of shipping and return logistics, and user guidance to shut down the device, back up data to the mobile app, and continue cgm monitoring with dexcom. Investigation of this case revealed physical damage to the display consistent with accidental impact, with no evidence of device malfunction; the affected component was the pump screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to manufacturing or design.